Manufacturer narrative:
Additional info: the ipg has been explanted, returned and cpi analysis found that the device passed automated electrical measurements and paced and sensed normally during all tests. The unit communicated normally with the 2880 software during all tests passed all automated tests which includes a telemetry timing test. The automated test also requires proper telemetry operation throughout the entire test for the device to pass. The ipg meets specifications, therefore cpi could not confirm the allegation.

Event description:
Cpi received additional info that this ipg was explanted on 6/6/1997. Co is upgrading the MDR from an m to an si.